Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to urinary stress incontinence. It was reported that patient underwent mesh revision on (B)(6) 2009. It was reported that the patient had hysterectomy in 2009.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with novasure ablation due to cystocele. It was reported that the patient underwent lavh, bso, vaginoplasty and lysis of adhesions, on (B)(6) 2009 due to refractory abnormal uterine bleeding, chronic pelvic pain, and erosion of mid urethral sling. No additional information was provided. (B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary incontinence and dyspareunia. (B)(4).

Event description:
It has been reported that following insertion the patient experienced urinary incontinence and dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vulvar irritation and vaginal discharge.

Event description:
It was reported that following insertion the patient experienced vulvar irritation and vaginal discharge.